Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge otw balloon catheter was advanced for dilatation. However, during initial inflation below 6 atmospheres, the balloon did not inflate. When the device was checked, the balloon ruptured. The procedure was completed with another of the same device. There were no injuries reported.